Event description:
Experienced extreme photo-phobia, tearing, redness, streaming tears, feeling of something in both eyes (had to sit in dark with tv on low). All ophthalamic professionals could find nothing. Finally found boston foundation for sight who said drop all fluid except "clear care."